Event description:
The customer reported that he was hospitalized with a high blood glucose of 530 mg/dl. The customer stated that he had been giving himself boluses prior to the event, but his blood glucose kept elevating. Finally, the customer because nauseous, and also experienced chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. The customer stated that he had changed the infusion set prior to experiencing high blood glucose levels, but did not change it again when he began experiencing high blood glucose. Advised the customer to always change the entire infusion set if he's experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.